Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised end user sat on the commode and the seat cracked from order (B)(4).